Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the e xpected lower range.

Event description:
It was reported that the left ventricular (lv) lead displayed lack of capture upon interrogation. Lack of capture still appeared when tested at higher outputs. Several lv pacing configurations were tested. From the testing results the physician decided to reprogram the lv lead pacing configuration. The lv remains in use. Additionally, it was reported that upon interrogation the right ventricular (rv) lead was observed to have intermittent twos (t-wave oversensing). The lead&#38112;sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.